Manufacturer narrative:
(B)(4). The customer reported the device had a latch-on condition. The reported condition was not confirmed. An additional fault was found during the investigation. The additional finding did not contribute to the customer¿s complaint. The investigation found the rocker switch activation force to be out of specification. The width of the rocker was found to be larger than the width of the rocker window in which it moves causing friction and an out of specification activation force. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. The root cause of the activation force being out of specification was caused by interference between the rocker component and the rocker window in which it moves. Corrective action is being issued.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 12/05/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a ladg procedure the coag button did not return once it was pressed. Several attempts were made but the button was stiff and did not return. A new device was used to continue the procedure. There was no harm to the patient.